Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a video evaluation of one device. A visual inspection of the returned video depicts the surgeon yanking the obturator from the cannula until its freed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on instrument exchange during a laparoscopic colectomy, the instrument did not exit the port smoothly. They took extra force to remove to instrument and the case was completed. There was no patient injury.